Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user attempted to issue an item, but it was not available inside the drawer. A technical support specialist (tss) remotely connected and guided the user to recreate the transaction, which successfully triggered the drawer to open. The customer reported that position 12 was empty. Upon further investigation using the tester, an attempt was made to release the cubie; however, the customer confirmed that no cubie was releasing. It was verified that the cubie was not present in the drawer. The user was advised to contact the pharmacy to de assign the item. The cubie was confirmed to be missing and subsequently destocked. The customer acknowledged that the cubie appeared to have been properly destocked. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, item displayed for empty cubie spot. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.